Event description:
It was reported by the aci sales professional that a female patient underwent an interventional peripheral procedure on (B)(6) 2011. Access was obtained at the right common femoral artery (rcfa) via a 6f procedural sheath. Successful closure of the femoral artery following the procedure was achieved with the mynx device without complication. The patient ambulated without difficulty and was discharged to home with no subsequent access site complications. Reportedly, a few days later the patient presented back to the hospital complaining of claudication-type symptoms at her right leg. An angiographic analysis was performed which showed a total occlusion of the distal popliteal artery which had not been present during the previous femoral angiogram. The physician aspirated the thrombus and reportedly, a web-like material was removed. It was reported that the physician concluded the material was the mynx sealant. The physician ordered a tissue plasminogen activator (tpa) drip be started. The patient later developed an anterior st-segment elevation myocardial infarction (stemi). Subsequently, the patient was taken to the cath lab and the appropriate vessels were implanted with bare metal stents. It is unknown how long the patient remained in the hospital nor what the discharge date was. It was reported that upon follow up with her physician, the patient was doing fine. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.